Manufacturer narrative:
The customer was sent a replacement pump. The customer reported that low suction with her breast pump contributed to her diagnosis of mastitis. A medela clinician spoke with the customer on (B)(6) 2014 confirming mastitis. Customer replied that she has received replacement pump and finds it works 'much better' for her needs. She was treated with dicloxacillin and lecithin prescribed by her doctor and is now fully recovered. This issue is resolved and further clinical follow-up is not indicated. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt med attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to customer service that the suction on her pump in style breast pump was low and could have contributed to her mastitis. She was diagnosed by her physician and prescribed antibiotics.